Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 31-jul-2023. H6: investigation summary: a device history review was conducted for lot number 3052738. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, samples were submitted to aid in our investigation. Visual analysis of the devices was able to identify several examples of premature needle retraction. This may lead to the perception of a dull needle, if the tubing overhangs the tip of the needle during insertion. Premature retraction of the needle may also lead to catheter feeding issues, as the overhang provides a negative zone for the tubing collapse into. Functional testing of these devices was not able to identify any instances of a definitive dull needle, or an instance of a peeled back catheter. Based on the information available our engineers have determined that the root cause is most likely related to transportation or mid-production vibration of the device during migration through the automated assembly process. Analysis of the retention samples did not display a similar pre-activation, suggesting a likely association with post-production transportation of the units. To prevent future occurrences of this event our engineers have implemented a component arm to push the needle back into place during migration of the device through the automated assembly process.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system bent during the puncture and couldn't be used. This occurred with 245 catheters. The following information was provided by the initial reporter, translated from chinese: "according to clinical feedback, the catheter is soft and the steel needle is blunt, resulting in difficulty or failure of puncture... Catheter softness and needle bluntness exist in different products. The 245 products that were complained were inquired by the equipment department on oa, and the number of feedback from each department according to the situation, including products that had problems during the puncture process and were successfully discarded without puncture. During the puncture process, the hose bends and shrinks, making it impossible to enter the skin or blood vessels. After the puncture difficulty occurs, clinically adopt replacement product puncture. The products that failed the puncture were directly disposed of by the hospital because they had been in contact with the human body or were contaminated with blood. No samples and photos were kept, and no defective products were tested. All nurses have been trained in the operation of indwelling needle products."

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system bent during the puncture and couldn't be used. This occurred with 245 catheters. The following information was provided by the initial reporter, translated from chinese: "according to clinical feedback, the catheter is soft and the steel needle is blunt, resulting in difficulty or failure of puncture... 1. Catheter softness and needle bluntness exist in different products. 2. The 245 products that were complained were inquired by the equipment department on oa, and the number of feedback from each department according to the situation, including products that had problems during the puncture process and were successfully discarded without puncture 3. During the puncture process, the hose bends and shrinks, making it impossible to enter the skin or blood vessels. 4. After the puncture difficulty occurs, clinically adopt replacement product puncture 5. The products that failed the puncture were directly disposed of by the hospital because they had been in contact with the human body or were contaminated with blood. No samples and photos were kept, and no defective products were tested. 6. All nurses have been trained in the operation of indwelling needle products."

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.